Manufacturer narrative:
Pt event unrelated to device usage. Device not returned.

Event description:
Pt expired 2 days post silver-hawk procedure, due to septic shock. There were no intra-operative complications and no indication that the silverhawk device caused, or contributed to the event.